Event description:
During a cochleostomy, the bur tip broke. The bur tip was easily removed from the middle ear without the use of additional equipment or medical intervention, and the original procedure continued without any significant delay in the surgery. There was no adverse patient consequences or sequela reported.

Manufacturer narrative:
No medwatch form was received from the reporter. Any missing or incomplete date on this form 3500a is the result of information not being provided or released by the reporter, despite multiple attempts to obtain the required information. Records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. The patient is reported to be in good condition without complications or sequela as a result of this event. All portions of the broken bur were returned, indicating that no unretrieved device fragments were left in the patient. The tip that separated from the shaft had gouges on the proximal side with corresponding marks on the outer tube, indicating that the tip was heeling against the outer tube. Signs of extended use were noted by the diamond grit being worn down and compacted with bio contaminants. Heat marks, light brown in color, extend approximately 1/4 inch down the outer tube. The locking tang did not show any damage or defect. Functional inspection using an ipc console and a visao handpiece demonstrated the bur loaded properly, ran as designed, and has enough clearance between the head and the outer tube to allow proper functioning. IFU statements include, but are not limited to: should a bur fracture occur during use, extreme care must be exercised to ensure that all fragments of the bur are retrieved and removed from the patient. Unremoved bur fragments may cause tissue damage to the patient. This is the first report of this type on this bur lot. While it is not common for a powered bur to break, our data shows that on rare occasion, a serious injury (si) or surgical intervention has occurred due to a break resulting in a device fragment. Most bur fragments are easily removed from the patient without additional intervention or direct harm and allow the surgical procedure to proceed as intended. The FDA guidance declares that if a malfunction has caused a death or si even once, then it means it is "likely" to recur. Given this guidance and our experience with bur breaks, any bur break resulting in a device fragment is submitted as a reportable malfunction.